Manufacturer narrative:
Event is now reportable for serious injury. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported the patient had an x-ray of the thoracic and lumbar spine on (B)(6) 2017. The system appeared to be intact and nothing was seen to be disconnected, cracked or broken. The patient is being scheduled for surgery to access the function of the ins, extension, and paddle. The scheduling was in progress and was being attempted to take place sometime in october. No further complications were reported.

Manufacturer narrative:
The event is no longer reportable for serious injury. . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported the patient had exploratory surgery with possible ins and/or leads/extensions replacement on (B)(6)2017. The patient cancelled the surgery stating their wife was going through medical evaluation to rule out cancer and the patient could not have surgery at this time until their wife's health issues were resolved. No surgery scheduled at this time. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the fell hard on their ins in the bathtub on (B)(6) 2017. The patient was concerned that the battery was ¿coming apart.¿ after the fall, the patient experienced a loss of therapy and a loss of sensation. It was also reported that the patient had elevated impedances. The impedance measurements were as follows: 0-7 between 4,972 <(>&<)> 15,647 ohms 8-15 between 9147 <(>&<)> >40,000 ohms it was reported that an x-ray and revision surgery would be considered. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient was scheduled for explant on (B)(6) 2018. The patient had called the healthcare provided and stated he wanted the implant replaced instead.